Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported a blank display as well as the customer being hospitalized for diabetic ketoacidosis. The mother stated that the customer had not used the insulin pump since the event, and she requested a replacement. Nothing further was reported.